Manufacturer narrative:
Eval is in progress, but not yet concluded. The field svc rep (fsr) replaced the suspect epgs with another epgu (s/n #(B)(4)) from another perfusion sys. The unit operated to MFR spec and was returned to clinical use. The suspect epgs was returned to the MFR for further eval. Data software logs were rec'd by the MFR on 09/17/2014.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic pt gas sys (spgs) would not calibrate for an emergency case. There was a clicking sound and a "svc gass sys" error message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, or no adverse consequences to the pt. Per the clinical review on 09/05/2014: a pt in the cardiac cath lab was having a coronary intervention with placement of stents, and the pt became unstable. It was determined by the cardiovascular (cv) surgeon that the pt required emergent coronary artery bypass graft (CABG) surgery. An intra-aortic balloon pump (iabp) was placed in the cath lab, to help support the pt as the operating room team set-up the room and prepared the cpb circuit. The perfusionist (ccp) moved the second system-1 into the operating room and began assembling and priming the cpb circuit. The ccp attempted to calibrate the epgs a number of times and all calibrations failed. The ccp asked the field svc rep (fsr) to come into the operating room to help troubleshoot the epgs calibration issue. The epgs was making a "clicking" noise and the message "svc gas sys" was displayed. The ccp (observed by fsr) could not manually adjust or control gas flow. The fsr removed the epgs unit from the other base (that was being serviced) and this epgs unit was able to be calibrated successfully. The remainder of the setup was without issue and the procedure was able to be completed successfully. There was no associated blood loss, but these events did delay the start of the surgical procedure by sixty minutes (according to the ccp). The pt condition was stable during this delay, and here was no harm observed or reported during or after the procedure was completed. The ccp stated they do not have a stand-alone gas blender (pole mounted) by they do have a 100% oxygen tank in the operating room that could be used (and would have to be used) if the epgs swap was not able to be done in a timely manner or if the pt had serious cardiovascular collapse.